Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
-Consumer reported when placing the non patient end onto her pen. Can feel right away it will not work. It gives her difficulty placing it on pen. Notes the non patient end needle she claims it is not bent. -consumer reported the needle clogs during injection. Dc lot # 2200714 catalog# 320574 date of event unknown sample status awaiting sample.